Event description:
It was reported that the patient was experiencing inadequate pain relief. The remote (rc) will no longer connect to her implantable pulse generator (ipg) was noted. The patient underwent a spinal cord stimulator (scs) system explant procedure and was doing well postoperatively. The explanted device components were not returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred for quite some time from the date manufacturer became aware of the event. Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-50 serial number: (B)(6). Batch/lot number: 7149174 model/catalog description: linear st lead kit 50 cm unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2218-50 serial number: (B)(6). Batch/lot number: 7152172 model/catalog description: linear st lead kit 50 cm unique identifier (UDI) #: (B)(4).